Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown patient receiving an unknown medication via an implantable pump. It was reported that the pump was a ¿morphine pump for pain.¿ the consumer stated that the patient had a pain pump and their pump was replaced and moved to a new location. The patient was having all these issues and the pump was moved because the doctor told the patient there was ¿an update¿ to where the pump could be located and could not be located, and the patient¿s pump was located in a place that the pump should not have been located. The consumer then stated they were not exactly sure if it was the manufacturer or the doctor that said that the location the patient had the pump in previously was not a good location. The consumer stated they wanted to report the information as a past event and the patient was good. The new pump was installed in the new location about three months earlier (relative to the date of the report, (B)(6) 2019). The onset of the issue was not provided. The consumer refused to provide any patient information, device information, managing healthcare provider information, or further event information. No further complications were reported or anticipated.